Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an acl btb, when the surgeon was using the scorpion forceps and when passing the needle, the ar-7200 broke. All fragments were removed and the case was completed by using another ar-7200 without further issue.